Manufacturer narrative:
(B)(4). Results: cracked blade. The analysis results found that device c was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a c.a.b.g. The instrument stopped working half way through the case. The instrument was retorqued and received another instrument error. A second and third instrument were tried and gave instrument errors. Sutures and an esu were used to complete the case with no patient consequence.